Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, when the left hip implants got exposed the neck was fractured. An attempt was made to remove the neck remnant out of the stem but it was unable. Dr (B)(6) remove the stem.